Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 260 mg/dl. Customer declined troubleshooting with tandem technical support at this time. Multiple follow-up attempts were made to gather additional information; however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.